Event description:
Asr revision. Asr xl acetabular system (left). Revision recommended. Update: additional surgeon update spreadsheet dated (B)(6) 2011. Update from email (b)(6.) 2012: date of revision, reason for revision. Reason for revision: alval/soft tissue reaction

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4).. Asr revision asr xl acetabular system (left) revision recommended. Update: additional surgeon as per (B)(4) update spreadsheet dated 28 oct 2011. Update from (B)(4)'s email 30th apr 2012: date of revision, reason for revision reason for revision: alval/soft tissue reaction. Update 18 dec 2017 additional information received. Reason for revision: alval/soft tissue reaction. Date of implantation and date of explant has been updated. This complaint was updated on dec 21, 2017.